Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6 complaint sample was returned and evaluated against the reported event. Visual inspection found the threaded tip had fractured. The shaft has visible scuffing and there are impact marks on the strike plate. Sem analaysis concluded the common failure mode for the threaded inserter tips presented in this summary is bending overload of the threaded tip, some of which may have also had minimal threads engaged at the time of fracture. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the tip of the inserter broke off leaving the thread in the trial. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.